Manufacturer narrative:
Initial 3 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient faced event on 29 mar 2026, where infusion set tubing was leaking at the site. The issues occurred with six infusion sets used for one day.